Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the pump was not delivering. Customer stated that for about two weeks now she has been running high in the 200mg/dl range. Customer stated that she had been bolusing but still it didn't appear it was giving her enough insulin. The customer had low blood glucose of 61mg/dl. The customer had high blood glucose of 424mg/dl. Customer stated that she ended up having to manually inject insulin and then hit a low. Customer also mention during call that a few week ago she had a blood glucose of over 600mg/dl and ended up going to see her doctor. Customer also had blood glucose of 565mg/dl. Correction blood glucose didn't go over 600mg/dl but this was over 500mg/dl. Customer ended up going to see the doctor and she was checked again and she was inserted manually with an injection and told her to treat manually but then she ended up treating this way causing a low. Customer also mention that blood glucose was over 300mg/dl for a while and also she was part of the recall but this was already resolved and submitted. Customer mention that she was forced to do a set change she was taking insulin out of the same vial thinking maybe it was causing high blood glucose but turn out the cannula was bent and she simply wasn't getting insulin. Customer also reported that yesterday she kept having highs and so ended up replacing out the insulin. Patient's current blood glucose was 376 mg/dl. The customer had headache, was tired and simply doesn't feel good. The customer treated high blood glucose with pump and manual injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as she has been dealing with high blood glucose for about 3 weeks and counting. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The pump passed high pressure test. The insulin pump will not be returned for analysis.